Manufacturer narrative:
Report is being filed.

Event description:
Journal reference: khan, y et al. "Application of spinal cord stimulation for the treatment of abdominal visceral pain syndromes: case reports." Neuromodulation, volume 8, number 1, 2005 14-27. The article discussed nine patients, experiencing abdominal visceral pain due to various conditions including chronic nonalcoholic pancreatitis, post-traumatic splenectomy, and generalized abdominal pain secondary to laparotomies, were treated with scs. Reportable event: 3487a lead (n=1) - one patient with chronic pancreatitis being treated with scs for visceral pain experienced a decrease in pain relief with parethesias now observed in the lower extremities. Lead migration was confirmed by x-ray and the lead was repositioned and patient was returned to baseline.